Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the spo2 reading was 87% with a "good pi". There were no consequences or impact to the patient.